Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 309 mg/dl after experiencing difficulty completing a supply change. The delay was due to dexterity issues, and insulin delivery resumed once the supply change was completed. Bg values began trending down. The user reported no symptoms, and no medical intervention was required.